Event description:
It was reported that two motor stalls occurred. It was not specified if the stall recovered. However, per a printout from (B)(6) 2015, there were no active alarms. On (B)(6) 2014, the personal therapy manager (ptm) displayed an ¿8476¿ error code, indicating that a motor stall had occurred. The patient just got the error message on this date and had been hearing ¿the beep¿. The patient was ¿just beat¿, was in a lot of pain, and was not feeling very well. The patient also experienced less than 50% therapy relief, described as a return of back pain. The following day, the patient went to the clinic due to the ptm error code. The pump was interrogated and pump logs confirmed that a motor stall occurred on (B)(6) 2014 at 10:00 with a motor stall recovery on (B)(6) 2014 at 07:30. The pump was reportedly restarted at the clinic. The next day, the patient used the ptm again and got an error code again. The patient went back to the clinic and the pump was programmed to minimum rate. It was unclear when the first motor stall occurred as, per a different reporter, the patient saw the first ptm error code on (B)(6) 2014. The reporter denied that electromagnetic interference had occurred. The patient traveled on an airplane on (B)(6) 2014, but did not go through any magnetic gates. The patient had not recently had an MRI or environmental exposure. No rotor or dye studies were performed. The pump was replaced on the date of this report. Following the pump replacement, the patient recovered without sequela. The device system was used to deliver fentanyl, bupivacaine, and dilaudid. If additional information is received, the event will be updated.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The stall was due to the shaft-bearing. No longer applies to this event.

Manufacturer narrative:
Evaluation conclusion code is no longer applicable.

Event description:
Additional information was received from a healthcare provider via a post market clinical study. On (B)(6) 2014 he felt as though his ptm doses were not working properly and the following day the pump began alarming. The clinical diagnosis was pain recurrence. The patient reported mid and low back pain to the clinic after experiencing a pump stall. The event resulted in an unscheduled clinic or office visit. The event was considered related to the device or therapy, and not related to the implant procedure. The event was resolved without sequelae on (B)(6) 2015.

Event description:
Additional information received reported that the cause of the repeated motor stalls and recoveries that occurred in a short duration was still unknown. The patient's dose was decreased by 20% on (B)(6) 2014. After the pump stalled a second time on (B)(4) 2014, the pump was then decreased to minimal flow rate, as was previously reported.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8 590-9, lot# n302827, implanted: (B)(6) 2011, product type: accessory; product ID 8709, serial# (B)(4), product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.